Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported false reactive b-hcg generated from alinity I processing module and provided the following data: sample ID (B)(6) initial hcg test result was 62.46 iu/l (positive), and a retest result was <2.3 iu/l (negative). The result that was reported to the clinician was <2.3 iu/l (negative). Patient information: female, 38 years old; diagnosis: spontaneous abortion, pelvic inflammatory disease. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
Section e1 - name corrected. Alinity I processing module, serial number (B)(6) was evaluated. It was noted that crystals were inside the r2 pipettor syringe. The syringe assy was replaced, which resolved the customer reported event. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify a trend for the alinity I processing module or syringe assy with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and was found to address the reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6) & syringe assy.

Event description:
The customer reported false reactive b-hcg generated from alinity I processing module and provided the following data: sample ID (B)(6) initial hcg test result was 62.46 iu/l (positive), and a retest result was <2.3 iu/l (negative). The result that was reported to the clinician was <2.3 iu/l (negative). Patient information: female, 38 years old; diagnosis: spontaneous abortion, pelvic inflammatory disease. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.